Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection of the photograph was performed which revealed a small particulate inside the bag. The particle appears to be detached from the membrane of the port due to the spiking process by the end user. Due to the nature of the sample, no additional tests could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the likely cause was due to the spiking process by the end user. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within a 150ml intravia container. The pm was further described as a plastic particle. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.